Manufacturer narrative:
The user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported elevated glucose values following a late dinner meal announcement and remained hyperglycemic for approximately 23 hours. The user additionally reported disconnecting from the ilet for approximately one hour to charge the device while glucose levels were elevated. The user reported that healthcare providers attributed the event to stress and noted concurrent low magnesium and low iron levels. No device malfunction was identified during investigation. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids and an insulin drip, and discharged on (B)(6) 2026. No long-term health effects were reported.